Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The patient experienced pain and stated that six months after the procedure, he was still rejecting the suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.